Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(investigation type, investigation findings, investigation conclusion, component code), h11. Based on the evaluation results provided by the field service engineer, the can be resolved by replacing faulty power management board, repair is currently on hold. The most probable root cause could be component reliability, fluid ingress. However, since no part was replaced or returned for evaluation, the root cause could not be determined.

Event description:
N/a.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) was not switching on in ac mains. However, no patient harm was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.